Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the sheath was dissected and confirmed the distal end of the seal valve was pinched inward. Abbott vascular av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and identified other events reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique prior to transcatheter aortic valve repair (tavr) procedure. The arteriotomy was 6fr. Reportedly, the proglide device could not be backloaded over the 0.035 termo pinnacle guide wire. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 8fr and the tavr procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.